Manufacturer narrative:
Temporary nerve injury is a known risk expected to fully resolve over time. No further follow-up was expected.

Event description:
Physician called regarding a patient who called to report numbness in hand (physician thinks it's the left hand). The treatment had been completed with no issues. On (B)(6) 2016 the clinic reported the patient did not want to come in for a physical evaluation. Numerous follow up appointments were made, but were either cancelled or the patient didn't show up. The clinic has tried to call on several occasions with no response. There is no confirmation as to which hand is actually experiencing the symptoms. No further follow-up was expected.